Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had a leaky bag. There was no report of impact to patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01883 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had a leaky bag. There was no report of impact to patient or user.